Event description:
It was reported that the patient's stimulation was "off." The patient saw her health care provider (hcp) the day prior to the report and her device was working and helping with pain. The patient originally went in to have her adaptive stimulation programmed and was reprogrammed for the "right and left." When doing the left side, the device was shut off and not turned back on. The patient stated that the manufacturer representative said "I cannot get anything on the left side." An x-ray was taken and everything looked "good," so the patient was sent home. The patient stated she was in a lot of pain on her left side and her ribs hurt. The patient went to her "regular" hcp on the day of the report and the hcp would not give her any pain medication. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).